Manufacturer narrative:
The ventilator may stay in these safety modes for up to 1 minute or until the high pressure condition is cleared, whichever occurs first (it is to be noted during this time the ventilator never shuts down). When the high pressure condition is no longer present the ventilator will then proceed to operate normally. The event trace also indicates that more than 255 instances of an o2 hi 1 alarm condition occurred on the reported incident date.

Event description:
It was reported that the ventilator ceased to ventilate with an audible alarm while connected to a patient. The same event occurred three times during transport. The ventilator was powered off and back on again to get the ventilator to operate. No patient harm reported.